Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc the dentist reported that trauma over the implant has happened.

Event description:
(B)(4). The dentist reported that, 10 months after the dental implant was installed in intraoral region #5, its non-osseointegration was observed. Forty-five (45) ncm of primary stability was achieved and the implant was immediately loaded. The patient presented bone type iii.